Manufacturer narrative:
Other, other text: additional information: no patient involvement. Information added to section b5.

Event description:
Additional information: no patient involvement.

Manufacturer narrative:
Device evaluation results: one medfusion pump was returned for investigation in used condition. There was a motor rate error in the event history log. A flow test was performed and the error was reproduced. The customer reported product problem (bad motor) was therefore confirmed. The product problem occurred because the main board was not seated onto the extrusion. This ultimately occurred because of damage/impact to the case. The damage was caused by the customer. This was established as the root cause.

Event description:
It was reported that the medfusion pump had a bad motor. The case was also cracked. No patient injury or complications were reported in relation to this event.